Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable and high pacing thresholds as well as low pacing impedance. Pauses had been observed and consistent capture could not be confirmed. The lead remains in use. No further patient complications have been reported as a result of this event.